Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 46 mg/dl and 28 mg/dl at the time of incident and treated with food and current blood glucose levee was 67 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer did not feel that there was any issues with the insulin pump and there was no need to troubleshoot. The devices will not be returned for analysis.